Manufacturer narrative:
The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9, inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). On (B)(6) 2023: patient a tested herself at home with a coagusense meter at an unknown time where she received "an 8". The patent was tested in the office at about 10:30 am with the coaguchek xs meter and the result was 4.8 inr. The patient was then tested in a laboratory around 10:52 am using stago neoplastine reagent and the result was 3.3 inr. The therapeutic range was 3.0- 4.0 inr and the testing frequency was weekly. On (B)(6) 2023: patient b result from the coaguchek xs meter was 4.5 inr. The result from the laboratory using stago neoplastine reagent 15 minutes later was 3.3 inr. Based on the meter result, the patient's warfarin dose was decreased by half (2.5 mg) for one day. However, when the lab result came back one day later and was in range, the patient resumed her normal dose. The therapeutic range was 2.5-3.5 inr. The testing frequency was not provided.